Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that there was a poly swap due to infection.

Manufacturer narrative:
An event regarding infection involving a no 3. Triathlon ts plus tibial insert x3 poly 25mm was reported. The event was not confirmed. Device history review: indicated all devices accepted into final stock met specification. Complaint history review: indicated that there have not been any other events for the lot or sterile lot referenced. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was reported that there was a poly swap due to infection.